Event description:
Event occurred in china. Damaged optic after implantation. Cracked or broken optic (edge). Product remained in eye after clinical assessment. Patient health not impacted. Problem code: a040103 - material fragmentation.

Manufacturer narrative:
This initial and final emdr report is being submitted to the FDA for an event that occurred outside the USA. Optic damage is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: py-60ad). From our investigation, we couldn't confirm the reported event. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.